Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Review of system log file could not confirm the geometry malfunction. Upon troubleshooting, fse found that there was intermittent bodyguard dirt error and c-arm movement struck issue. To resolve this issue, the philips engineer calibrated the bodyguard sensor and a separate work order has been created for the replacement of c-arc motor. The customer accepted the system with limitations and it was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movement was not functioning. There was no reported patient or user harm. Philips has started an investigation of this complaint.